Event description:
Patient reported ms3 pump malfunction sn (B)(4); cartridge removed" error message during infusion. Is the actual device available investigation? Yes. Did we replace device? Yes. Did the patient have backup device they were able to switch to? Yes. Did this reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? If yes, was any medical intervention provided? No. Reported to (B)(6) by: patient/caregiver.